Event description:
It was reported that a patient underwent an open spinal surgery through posterior on (B)(6) 2025 and a barbed suture was used on the skin. Post-op, the patient experienced poor wound healing. On (B)(6) 2025, the doctor found that the patient had a black scab on the wound, with wound redness and dehiscence in some areas and poor healing. No treatment information was provided. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. H6 component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: event date is (B)(6) 2025. Operation date is (B)(6) 2025. Suture was used in continued sewing for skin in posterior approach open surgery. After investigation, the specific age and gender of the patient were unknown. On (B)(6) 2025, the patient underwent open surgery via posterior spinal approach in (B)(6). The operator used the suture (sxmp1b117) for skin suturing in the way of continuous suturing during the operation. The intraoperative suturing was smooth. On (B)(6) 2025, the doctor found that the patient had black scab on the wound, with wound redness and dehiscence in some areas and poor healing. The hospital did not provide subsequent specific treatment, and did not receive the subsequent adverse event report. What is the most current patient status? Was there any medical or surgical intervention performed (product removed; re-operation; re-suturing; re-closure; drainage)? If so, please specify. Please clarify, if product was removed: what was the appearance of the suture during the removal? If re-suture/re-closure was performed: was reoperation necessary to remove the suture and re-close the wound? Was the suture trimmed in physician¿s office? Was the suture removed in a routine post-op procedure? Was the suture removed in a reoperation procedure? Was any quality deficiency/non-conformance noted with the suture before use or during use? Please provide the source or name and title of the external person providing answers to follow-up. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure the diagnosis and indication for the index surgical procedure? What was the tissue condition (normal, thin, calcified, fragile, diseased)? Was the fixation loop secured to tissue at the initiation of suture use during the index procedure? Was at least one reverse stitch performed prior to closure? What tissue dehisced? Is it known how the wound dehisced? Did the sutures barbs not engage in the tissue? Did the suture pull out of the tissue? Did the stratafix suture break? If so, where was the break noted (termination, middle, end)? Were there any patient stress factors that precipitated this event? How was the dehiscence managed? Please describe any surgical intervention required for the wound dehiscence including date and findings. Please describe the appearance of the suture during the second procedure, if applicable did the patient have an infection? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Surgeon's name?